Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden increase in capture thresholds. The patient was hospitalized as a precaution. Technical services (ts) reviewed the reports and noted that the lead exhibited low amplitudes suddenly. It was noted that the pacing impedance and shock impedance decreased. The impedances remained within range. The lead also exhibited loss of capture (loc). A lead revision had been scheduled. The lead remains in use. No adverse patient effects were reported. Additional information was requested from the field representative regarding the lead revision. However, the field representative could not confirm if the lead revision occurred.